Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported patient outcome as well as a direct correlation to the heartmate ii left ventricular assist system (lvas), serial number (B)(4) could not conclusively be determined through this evaluation. The patient expired on (B)(6) 2014. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 08nov2011. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. Per hospital policy, cause was not provided. No additional information was reported. No autopsy was performed. The device was not explanted. The device was not returned for evaluation.